Manufacturer narrative:
Initial.

Event description:
It was reported that the pump would not power on despite displaying a solid green light when connected to the charger, and battery logs could not be retrieved; the event is consistent with a device battery problem affecting the pump¿s energy storage system. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user¿s representative and analysis of information provided by the user. Investigation of this case revealed findings consistent with an energy storage system problem, specifically a premature battery discharge associated with the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.